Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. One day following the procedure, a small pe was noted. The patient was doing well and was discharged. At the 45-day follow up, transesophageal echocardiogram (tee) revealed the pe had grown. The patient reported some shortness of breath with exertion. The physician seeing the patient at the 45-day follow up planned to consult the implanting physician to determine if pericardiocentesis should be performed. No additional information is known.